Event description:
The customer reported that the device failed to power up. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. There was no report of patient involvement. This customer reported a failure to discharge during a patient event. There was no impact to the involved patient. Note that the customer did not provide a serial number for this device.